Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that they experienced leaking issues when administering monoject luer lock syringe to an ICU medical IV connector. The syringe is not connecting fully to the IV connector and when pressure applied on the syringe to administer the drug, it leaks at the connector.